Event description:
Incubator failed to warm and failed to alarm.

Manufacturer narrative:
This report is being filed without the factory evaluation of the returned controller. The controller was received on nov 18th and is currently under evaluation. The results will be provided in a follow up report as soon as it is completed. At this time, there is no suspected cause of this event. It appears to be an isolated event as there are no other failures of this type documented in complaint history.